Manufacturer narrative:
G.d. Date received by manufacturer: 2020-10-15.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained by laboratory personnel. The customer reran the sample on another pcr platform and the result was negative. Other unspecified methods and the results were negative. There indication that erroneous results were reported out or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained by laboratory personnel. The customer reran the sample on another pcr platform, and the result was negative. Other unspecified methods, and the results were negative. There indication that erroneous results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary: the complaint of 'inds and fps- bd sars-cov-2' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported via email that run# 230 had 3 inds and 1 false positive result (negative cepheid test). The database and log files were reviewed by bd service. No underlying instrument issues were found during the database analysis. The issues were related to the original bd sars-cov-2 assay and are addressed with the new assay kit and udp configuration. The complaint cannot be confirmed as an instrument issue as this is related to assay design. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. The root cause of the issue is high background fluorescence and low cut off rendering the original bd sars-cov-2 less robust to system induced noise. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action (CAPA) 1632720 is in open to address the reader saturation and false positives issue caused by the original bd sars-cov-2 assay. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained by laboratory personnel. The customer reran the sample on another pcr platform and the result was negative. Other unspecified methods and the results were negative. There indication that erroneous results were reported out or any report of patient impact. Eua (B)(4).